Event description:
It was reported that the customer had low blood sugars. Caller stated that the customer did not eat enough for the insulin she had taken. Caller stated that she drank juice and is doing ok. Customer's blood glucose was 37 mg/dl. Caller stated that the drive support cap is flush on her insulin pump and is alarming motor error. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.